Event description:
Patient developed pain in their left leg 2 days after their 10th treatment and was diagnosed with arterial thrombi. This patient had a persistent non-healing ulcer on their left foot indicating possible vascular disease patient platelet count was 700,000 at the time of the event and patient was not taking aspirin. The patient required remedial femoral popliteal bypass surgery.